Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5083778.

Event description:
It was reported that patients spinal cord stimulation (scs) lead had two contacts that were out and was fractured. The malfunction was not confirmed by imaging. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted devices were retained and will not be returned.